Event description:
A user reported that when in relative dose mode and using the superposition algorithm to calculate dose, their focus rtp system reporter incorrect normalization of the doses. No pt were mis-treated.